Event description:
Reporter alleged finding loose desiccant and a plastic strand in the strip vial and then obtaining discrepant blood glucose of 486 mg/dl and 399 mg/dl on that vial compared back to back with a result of 98 mg/dl on a new vial when testing was performed less than 10 minutes apart on the advantage system. Reporter stated that the results were obtained from two different vials of strips with the same lot number and the second vial did not have loose desiccant or strands. Reporter indicated, he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.